Manufacturer narrative:
The sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clarmp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. The cassette tubing has to be cut to disconnect from the amia device. There was no report of patient injury; however, prophylactic antibiotics were given as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.